Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004359, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6004359". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the 6004359 was manufactured according to the work instruction (wi) version 77 manufactured in the inset 5, on 15/nov/2023, with a total of (B)(4) units. Assembly lot: the lot 3k03762 was assembled according to wi version 26 on-line inspection for assembly of quick set on 25-oct-2023, with a total of (B)(4) units. The lot 3k04494 was assembled according to wi version 26 on-line inspection for assembly of quick set on 26-oct-2023, with a total of (B)(4) units. The lot 3l01733 was assembled according to wi version 26 on-line inspection for assembly of quick set on 14-nov-2023, with a total of (B)(4) units. The lot 3k04121 was assembled according to wi version 26 on-line inspection for assembly of quick set on 25-oct-2023, with a total of (B)(4) units. Review of the dhrs showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, two complaints thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that the packaging of the infusion set was not sealed properly or not intacted properly on (B)(6) 2025. No further information available.